Manufacturer narrative:
No conclusion code available. The reported inability to interrogate was confirmed in the laboratory and was due to low battery voltage. The device was tested on the bench and no anomaly was found. The original battery was returned to the manufacturer for further analysis and an internal battery anomaly was found to be the cause of the reported inability to interrogate.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when asymptomatic patient presented to the clinic for a scheduled follow-up, the device could not be interrogated. Reinserting the inductive wand, multiple telemetry tests and using multiple programmers were attempted but failed. There is no known sources of emi present. The device was explanted and replaced. No further information is available.